Manufacturer narrative:
No patient information available. (B)(4). This device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely depressed sodium results for one patient while using the architect c8000 processing module. The customer uses the reference range 133-140mmol/l. The following information was provided: initial result 133 mmol/l, repeated 118 mmol/l, repeated on another analyzer = 143 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g03001. D8 was this device serviced by a third party? No. Service inspected the analyzer and observed a leak from the aero c8k 1ml syr (09d41-02) and the cc ict ref ck vlv (09d35-02). Replacement of these parts resolved the issue. A review of service history for the architect c8000 processing module serial number (B)(6) revealed no additional no additional erratic or discrepant patient results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the aero c8k 1ml syr (09d41-02) and the cc ict ref ck vlv (09d35-02) did not identify any trends. Review of tracking and trending for the architect c8000 processing module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the aero c8k 1ml syr (09d41-02) and the cc ict ref ck vlv (09d35-02) or the architect c8000 processing module, serial number (B)(6) was identified.